Manufacturer narrative:
Product ID: neu_unknown_lead, lot# unknown, product type: lead. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown, ubd: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from the patient via a manufacturer representative (rep) reported that they were implanted due to frequent and urgent urination and urinary incontinence on (B)(6) 2018, the first-phase efficiency was okay but the second phase was completely ineffective after implant. There was a report that the patient went back to the implant hospital and the doctor told them that the electrode was displaced post-operation, which might require a second operation. The exact time of reoperation was uncertain. More than 50% of the symptoms were not reduced. Troubleshooting and cause of the event was reported to be unknown. No further complications were reported/anticipated.

Manufacturer narrative:
Product ID 3889-28, lot# 0213883595, , product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that it was unknown if the patient was scheduled for reoperation. No further complications were reported/anticipated.